Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 100-180mg/dl fasting. Verified the strips expire 7/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 111mg/dl and 108mg/dl not fasting. Reviewed meter memory: (B)(6). Customer states that she feels her meter is reading low because she says that she purposely ate a big meal and tested within the hour of eating that meal her blood sugar did not raise but went lower. Customer states that normally after eating her blood sugar spikes up to 180mg/dl.